Event description:
According to the available information the titan reservoir was implanted on (B)(6) 2024 and revised on (B)(6) 2026 due to reservoir punctured during another surgery by a cardiac surgeon.

Manufacturer narrative:
B3: date of previous cardiac surgery not known. G3: date received by manufacturer was corrected. Information regarding the reason for surgical procedure was not known until the date of explant.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Based on the available information, the device was functioning as intended until the device was damaged by a surgeon during an unrelated procedure which caused the need for a revision surgery. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan reservoir was implanted on (B)(6) 2024 and revised on february 19,2026 due to reservoir punctured during another surgery by a cardiac surgeon.